Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The customer's meter was provided for investigation, where it was tested using retention test strips and retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.6 inr, qc 2: 2.5 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. The returned and the retention material meet the specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. Higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch field UDI: (B)(4). Medwatch field occupation: the occupation is lay user/patient.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek vantus meter serial number (B)(4). At 10:53 a.m., a sample from the patient was tested using the meter, resulting in a value of 3.3 inr. At 11:10 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.4 inr. Adjustments to the patient's warfarin medication were made based on the laboratory value. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is bi-weekly.